Manufacturer narrative:
(B)(4). One (1) sample was returned for evaluation. Visual examination of the set noted no visual defects. The returned sample was tested, for leakage, per specification, with failing results. The leakage was attributed to insufficient solvent applied to the joint during the manual assembly of this product. To address this issue, the incoming inspections requirements and the specification for the blood filter were updated to include dimensional inspection requirements and the blood filter housing drawing was updated to include the critical dimensions. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on a new complaint case and an updated procedure, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B.braun has conducted a retrospective review for all complaints of similar nature in accordance with b. Braun internal procedures.

Event description:
As reported by the user facility: the IV set broke between the y connectors with unkown fluid in the tubing. No paitent injury.